Event description:
Patient was revised to address infection and poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address infection and poly wear. Doi: (B)(6) 2000. Dor: (B)(6) 2012 (right hip). The device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Review of the sterilization certification did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. No error in sterile processing was identified. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Infection after this length of time implanted is not likely to involve a device / device processing error. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.